Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances spikes on the right atrial (ra) lead, measuring greater than 2000 ohms. The crt-d also declared an alert for low biventricular (biv) pacing. Boston scientific technical services (ts) there is intermittent undersensed p-waves on the ra lead, which lead to no rv or lv pacing, and decreased the biv pacing percentage. There is also noise and oversensing on the ra lead, which resulted in inappropriate atrial tachy response (atr) episodes. Ts recommended programming off biv trigger. This crt-d system remains in service. No adverse patient effects were reported.